Event description:
The following information was provided: it was reported that the patient's right hip was revised due to shell malposition. It was rotated distally, and migrated through the acetabular wall. No trauma was reported to the rep. The shell, screws, head and insert were revised to another shell, even more screws, mdm/ adm liner, and femoral head. Rep confirmed there were no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.